Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the pg was exhibiting premature battery depletion. Technical services reviewed disk analysis and indicated that although the increase in power consumption was due to high rate atrial sensing, the power consumption is expected to continue to increase. It was recommended to replace the device and return back to bsc for investigation. No adverse effects were reported. Additional information: the field rep indicated that the device was explanted, but is not available for return.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Patient code (B)(6) captures the reportable event of surgery, and additional intervention.

Event description:
It was reported during ongoing use, boston scientific (bsc) received information that the pacemaker exhibited premature battery depletion. A copy of device memory was reviewed by bsc technical services (ts) and engineering analysis confirmed that the power consumption had increased during the past year. Ts noted that a large portion of the high power consumption appeared to be consistent with other accolade devices that have exhibited premature depletion due to excess hydrogen within the device case. As a result, device replacement was recommended. However, it is important to note that laboratory analysis is required to confirm whether the root cause of this high power consumption was due to the presence of excess hydrogen. Ts review of device data also confirmed that the device was sensing a high atrial rate at an average of 222 beats per minute (bpm), and this high atrial sensing rate was also contributing to a portion of the increased power consumption. The device was subsequently explanted; however, it was not returned to bsc, and as a result, it was not possible to perform laboratory analysis to confirm if the device was exhibiting premature depletion due to excess hydrogen. No additional adverse patient effects were reported.